Manufacturer narrative:
The device was returned to ventec for evaluation. Proper device operation was observed through functional and performance testing. There was no evidence of a malfunction in the device diagnostic log. The respiratory therapist reported that the patient circuit's oxygen tubes were not fully inserted into the device. When inserting the tube further into the device, the patient's blood oxygen levels returned without harm. It is determined that unintentional use error lead to the adverse event.

Event description:
It was reported that a patient's blood oxygen level became desaturated while using a ventilator. The respiratory therapist reported that when pressing the oxygen tube from the patient's circuit further into the device, the patient's blood oxygen levels returned without harm. Patient information was not available when the issue was reported.